Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6), 2012 during a gastroscopy within the stomach. According to the complainant, during the procedure, after exposing the clip and locking onto the target tissue, the clip failed to release from the delivery catheter. The nurse pulled the device away from the site not realizing the clip had not released, and the clip separated from the patient's tissue without injury. The procedure was completed using another resolution clip. No patient complications resulted from this event. The patient condition was reported as okay post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.